Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The model listed in the pli is a representative of the model family, as there is no specific model listed with specific complaint; model numbers may include: 5092, 5568, 5076. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿abrasions of the outer silicone insulation of endocardial leads in their intracardiac part: a new mechanism of lead-dependent endocarditis.¿ europace (2012) 14, 903¿910. Doi:10.1093/europace/eus003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients¿s leads removed due to infections, pocket infections, endocarditis, venous/occlusions, apparent fractures, insulation degradation, fragments left in the patient after extraction, externalized lead conductors, and ¿non-functioning¿ leads. The status/location of the leads is unknown; however, the article indicated that there were leads extracted. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.